Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-02176, 2916596-2020-02177, 2916596-2020-02458. It was reported that the system monitor was intermittently going blank when the patient's primary controller was connected to the power module. History could not be collected, as the message ¿unable to retrieve history data¿ was displayed. Several system monitors were used by the nursing staff to resolve the issue. The patient's driveline had frayed areas, which were patched with electric tape, but the white and black cables from their primary controller were chipped as well. The controller showed to previously have 5 "no external power" alarms on (B)(6) 2020, however the patient did not recall accidentally disconnecting both power sources simultaneously. Upon prior no external power events, the patient reported a power outage in their home. The patient denied any lvad alarms and they were scheduled for an operating room (or) procedure on (B)(6) 2020 that was not related to the lvad. Upon log file review, transient low voltage hazard and no external power alarms were found on (B)(6) 2020 while tethered on a mobile power unit (mpu), where the controller momentarily disconnected from a power source. The pump speed was maintained within set parameters during these events. Additional information received stated that the patient had two pump stops after controller exchange. The patient reportedly felt okay during the controller exchange with normal pump parameters. About 20 minutes after, the nurses stated the patient experienced low flow alarms. A log file read was requested and the history showed low flow followed by two pump stops. It was reported the patient felt dizzy during this episode but then felt better once normal pump parameters were back in place. The patient was placed on battery as there was a concern there was a short-to-shield. During analysis of the log file, it was reported the pump stops only occurred when the vad was connected to the power module. It was reported this type of behavior has been linked to issues with the percutaneous lead. Technical support recommended keeping the patient on battery until further investigation was completed. X-rays were required to find the possible location of the compromise in the lead. During analysis, it was discovered the patient experienced low voltage while on batteries. Technical services reported this could be an issue with the battery clips being dirty or damaged. It was recommended to clean the battery clips and battery contacts. If the issue does not resolve it was recommended to change out the battery clips. An update was reported on 16apr2020, confirming that the driveline x-rays were unremarkable. On (B)(6) 2020, the patient was asymptomatic, the flow on their controller was blank, and their pulse index (pi) was 1.2. Upon log file review, pi events were occurring throughout the entire log. The site later reported that the patient's mpu was still operational and had a v-lock connector on the a/c power cord. The patient and their fiancé could not recall if the mpu power cord came loose at the wall outlet or the back of the unit. For the last "external power loss", they denied any power outage in the home. On 30apr2020, an update was provided that the patient was given an unshielded cable to connect to wall power and they might possibly receive an external driveline repair, pending resolution of the covid-19 crisis allowing engineers to fly to (B)(6). The patient's battery clips and battery contacts were replaced with resolution of the issue. There were no further low flow alarms after using unshielded cable. The cause of the previous low flow alarms and pi events was identified to likely be a short-to-shield.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the reported event of damage to the system controller power cables was confirmed via the submitted photos. The reported event of an intermittent communication issue between the system controller and system monitor was not confirmed as no product was returned for evaluation. The submitted photos of the system controller power cable showed broken strain reliefs on the connector side of both the black and white power cables. A portion of the black power cable was also taped near the strain relief. There were no other notable physical observations. The submitted log file contained approximately 4.5 days of data (B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use (IFU) section 4 "system monitor" explains how to use the system monitor, including how to collect log files and how to review the system controller event history on the history screen. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.